Event description:
During a hindfoot fusion, the spiral blade inserter became lodged in the aiming arm. The surgeon was able to complete the procedure without harm to the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.